Event description:
The pt is pursuing a product liability claim arising out of the use of the entire zimmer knee system. It was reported by the pt's counsel that the pt received an implant on (B)(6) 2011 and was revised on (B)(6) 2012 due to pain.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.